Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR# 9616680-2010-00730.

Event description:
The implant surgeon reported the following event: the 2 cables were not implanted and the package was open (even if the sterile barrier does not seem damaged).